Manufacturer narrative:
Title: transcatheter CT arterial portography and CT hepatic arteriography for liver tumor visualization during percutaneous ablation source: j vasc interv radiol, volume 25, 2014 1101-1111) article number: 7 date of publication: july 2014. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the patient was treated with microwave ablation (mwa) who had an occlusion of the right bile duct and large hepatic biloma treated with percutaneous drainage and eventual biliary endoprosthesis.